Event description:
At approximately 11:30 pm, the pulmonary tech checked on pt with nasal trumpet and could not locate trumpet in pt's throat. Tech and nurse searched with a flashlight in pt mouth, bed area, floor and still could not locate same. Pt breathing un-labored. Neither tech nor nurse notified physician, nor documented incident and actions in medical records. At 10 am, code was called and dr responded. Pt had no pulse. Dr found and removed an obstruction in pt esophagus, which was nasal trumpet. The circular piece from the trumpet was missing. It appears it had come off the trumpet, allowing the trumpet to slip down the pt's throat. Bronchoscopy was done later the same day - no foreign body was found.